Event description:
Procedure type: no patient injury reported. According to the reporter: instrument was placed in patient's abdomen and blew up into two pieces. Surgeon was able to retrieve pieces. Procedure finished. Patient stable to pacu. There was no tissue damage, the incision size was not extended over 1 inch and there was no additional bleeding. The operative time was extended over 30 minutes. No patient injury was reported.

Manufacturer narrative:
(B)(4)